Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, perforation: endometrium") and embedded device ("coil was embedded within the tube") in a (B)(6) female patient who had essure (ess205) (batch no. 12261298) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and dysfunctional uterine bleeding. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic removal of essure coils and laparoscopic bilateral salpingectomy) and surgery (bilateral salpingectomy - laparoscopic). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, depression, anxiety and weight increased had resolved and the embedded device outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2004 and removal date ((B)(6) 2017) added. Lot number (12261298) added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, migraines, headaches, depression, mental anguish, coil was embedded within the tube and weight gain added incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, perforation: endometrium") and embedded device ("coil was embedded within the tube") in a 42-year-old female patient who had essure (ess205) (batch no. 12261298) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and dysfunctional uterine bleeding. In (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6)2016, the patient experienced uterine perforation (seriousness criterion medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (laparoscopic removal of essure coils and laparoscopic bilateral salpingectomy) and surgery (bilateral salpingectomy - laparoscopic). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, depression, anxiety and weight increased had resolved and the embedded device outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 230 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation, perforation: endometrium"), embedded device ("coil was embedded within the tube") and genital haemorrhage ("bleeding") in a 40-year-old female patient who had essure (ess205) (batch no. 12261298) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, dysfunctional uterine bleeding and nephrectomy. In (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)") and depression ("depression/psychological or psychiatric condition : depression and mental anguish"). In (B)(6) 2014, the patient experienced anxiety ("mental anguish/psychological or psychiatric condition : depression and mental anguish"). On (B)(6) 2015, the patient experienced fatigue ("fatigue/fatigue"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pelvic pain"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal area pain") and abdominal pain lower ("cramping"). The patient was treated with bupropion hydrochloride (wellbutrin), escitalopram oxalate (lexapro) and surgery (bilateral salpingectomy - laparoscopic and laparoscopic removal of essure coils and laparoscopic bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue, migraine, headache, depression, anxiety, weight increased and abdominal pain lower had resolved and the embedded device and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2019: pfs received. Events per pfs: genital bleeding, cramping were added and their outcome was updated. Abdominal area pain was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.